Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl and 559 mg/dl. The customer provides the symptoms regarding high blood glucose such as headache and restless. The customer was treated for the high blood glucose with injections. The customer declined troubleshooting for high blood glucose level. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump was not returned for analysis.